Manufacturer narrative:
The device was not returned for evaluation. Nothing reported indicates a malfunction of the pdm. Most likely cause of the event was patient's use of device without endocrinologist oversight. No product lot number was reported so no qualification record review was possible. The omnipod user's guide warns that "the omnipod system is designed to use rapid-acting u-100 insulin. The following u-100 rapid acting insulin analogs have been tested and found to be safe for use in the pod: novolog, humalog, or apidra. Before using a different insulin with the omnipod system, check the insulin drug label to make sure it can be used with a pump. Refer to the insulin labeling and follow your healthcare provider's directions for how often to replace the pod," and do not use the omnipod insulin management system until you have been trained by your healthcare provider. He or she will initialize the system based on your individual needs. Inadequate training or improper setup could put your health and safety at risk."

Event description:
An insulet clinical specialist reported that a patient was brought to the hospital "after an unconscious reaction." The patient had been partially trained on the system several months earlier, but had not come to the final appointment with her physician and a certified pod trainer to get additional training, pdm settings and insulin start. The patient reported to the cs that she had found a new physician and started herself on the omnipod, setting the pdm settings herself without endocrinologist oversight. The patient uses u-500 insulin.